Manufacturer narrative:
The returned device was evaluated and the inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient visited the emergency room (ER) due to high blood glucose (bg) levels of 29.5 mmol/l (531 mg/dl) and ketones of 3 + while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient was at school, started to feel headache, stomach pain and the bg was elevated. A correction bolus was performed using the pod by the school's nurse but bg levels did not decrease. A couple of hours later a manual insulin injection of 6 units was administered, the bg levels and ketones increased making the patient feel nauseous. The patient's mother advised to call the ambulance and he was taken to the hospital where he was placed on an intravenous (IV) treatment of saline and given a manual injection of humalog r insulin. They took blood and urine samples for lab work, the pod was removed as well. The patient was discharged when bg levels went down to 14.9 mmol/l (268.2 mg/dl), the patient's mother was advised to keep an eye on the ketones and if they appear again, to increase the basal rate by 20% on the omnipod personal diabetes manager (pdm) and follow up with the hospital if vomiting or any signs of diabetic ketoacidosis (dka) are present. The site was found to have a red bump and dry blood on the adhesive pad after pod removal.